Manufacturer narrative:
(B)(4). Batch # p56f89. Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed as intended. During functional testing was noted that the orange indicator did not move down to the lower side of the green range. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, the orange indicator did not move down to the lower side of the green range of the tissue compression scale though the anvil was fully set to the staple housing properly. The device was used on colon. The doctor opened and closed the anvil since he thought it was a malfunction of the device. Another device was used to complete the case. There were no adverse consequences to the patient.